Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Migration: no observed. Granuloma: unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. Lymph nodes: unable to observe since it is a medical event and is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: h.11.

Event description:
Physician reported rupture of the device as well as "siliconomas on right axillary crease¿, ¿periprosthetic liquid effusion circumferential of medium abundance. Small nodular formations of siliconic signal outside the prosthetic shells, at its upper-external part, 8 and 4mm. Siliconomas of the right axillary crease, with nodular structures of siliconic signal ; the most voluminous measuring 17x9mm¿ diagnosed by MRI. The device has been explanted. This record relates to the right side.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, d9, h3, h6. Clarification to previous statement: the reported, events of lymphadenopathy, seroma, granuloma and migration are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Laboratory analysis summary: the device related to the reported events rupture was received on september 17, 2024. With lot number 3036666. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Physician reported, rupture of the device. As well as, "siliconomas on right axillary crease¿, ¿periprosthetic liquid effusion circumferential of medium abundance. Small nodular formations of siliconic signal outside the prosthetic shells. At its upper-external part, 8 and 4mm. Siliconomas of the right axillary crease. With nodular structures of siliconic signal. The most voluminous measuring 17x9mm¿. Diagnosed by MRI. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Continued: e1: phone number: (B)(6). The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, migration, granuloma, lymphadenopathy.